Event description:
A malfunction occurred on the customer's pump, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in resetting the pump by providing pump reset information, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes reappear, to which they acknowledged and understood.